Event description:
The customer reported that the system intermittently locked up with a communication error during a case. The system had to be rebooted and the procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The table generator interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.